Event description:
Discordant advia 1650 potassium results were obtained on a patient sample. The results were reported to the physician. Upon retest the corrected results were reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant potassium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse checked the system operation, adjusted the wash station, fixed the electrical connection on the dilution probe pipette( dpp) and replaced coupling. The fse ran qc and results were good. No conclusion can be drawn as to what specifically caused the problem. The instrument is performing within specifications. No further evaluation of the device is required.